Event description:
Customer complained that a pin was missing from the lithotomy pole of calf support.

Manufacturer narrative:
Technician determined that a pin was missing. Technician resolved the issue by replacing the roll pin on the calf support. Equipment operating within specification. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.